Manufacturer narrative:
Additional information was received on june 3, 2021. The event date was clarified to be (B)(6) 2021. Additional an explant was performed on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 30, 2021. The event date was clarified to be (B)(6) 2021. Additionally, surgical intervention revealed that the capsular contracture initially reported was not present. The patient was experiencing discomfort in the left breast for an unspecified reason. The right implant was found to be ruptured during explant surgery. This report relates to the left prosthesis. See 1645337-2021-09413 for contralateral prosthesis report. Replacement with mentor gel was performed with explant. Reason for device explant and/or reoperation: discomfort. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a 480cc mentor memorygel breast implant experienced left sided baker grade iii/IV post procedure. The capsular contracture was diagnosed through a physical consultation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.